Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) stopped monitoring a tele box. He stated that they are missing nc tel-019. This tele was in use, but they transferred the patient to a hardwire bed. The staff noticed later that it was missing from the cns. They have transferred other patients since and have had no issues. He rebooted the multiple patient receiver (org) that this unit is connected to. He also reported that he cannot see this device in the monitor setting tab. Tech support (ts) asked him to check the host table, but he stated that it is showing a blank spot. Bme called back in and said they are having the same issue on 4 org's that are all on the same switch, even though other org's on that switch are working fine. He said on the cns side they are intermittently disappearing from monitor bed settings and host table, and on all beds screen it shows no bed name just channel number and greyed out admit/discharge button. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) stopped monitoring a tele box. He stated that they are missing nc tel-019. This tele was in use, but they transferred the patient to a hardwire bed. The staff noticed later that it was missing from the cns. They have transferred other patients since and have had no issues. He rebooted the multiple patient receiver (org) that this unit is connected to. He also reported that he cannot see this device in the monitor setting tab. Tech support (ts) asked him to check the host table, but he stated that it is showing a blank spot. Bme called back in and said they are having the same issue on 4 org's that are all on the same switch, even though other org's on that switch are working fine. He said on the cns side they are intermittently disappearing from monitor bed settings and host table, and on all beds screen it shows no bed name just channel number and greyed out admit/discharge button. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.